Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion sets fell off during use events 1 - 3 on (B)(6) 2024, events 4 - 6 on (B)(6) 2024 and events 7 - 10 on (B)(6) 2024. Infusion set was in use for 4 hours for events 1 - 6 and 2 hours for events 7 - 10. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17265 - device 5 of 10.